Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms, which were not reproduced. During evaluation, false upstream occlusion alarms were confirmed and found to be caused by cracks in the zero insertion force tail on the upstream sensor. The upstream sensor was replaced to correct the condition. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.